Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed. Ref e-complaint: (B)(4).

Event description:
Item will not thaw out when foot pedal is released. Ref repair order: 922425 ref e-complaint: (B)(4).

Event description:
Item will not thaw out when foot pedal is released. Ref repair order: (B)(4). Ref e-complaint - (B)(4).

Manufacturer narrative:
Ref e-complaint - (B)(4). Investigation: x-inspect returned samples. Distribution history: this complaint unit was manufactured at csi on 6/15/09 under wo # (B)(4) and shipped on 6/30/09. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: three additional service history records found for this unit prior to this complaint. Findings on these indicate end user errors requiring new filters and a torn silicone tube. Historical complaint review: a review of the attached 2-year complaint history showed no similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 92242, this unit was at csi on 6/20/19. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause : the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. Was the complaint confirmed? No. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.